Event description:
The manufacturer received information alleging a trilogy 100 ventilator did not meet acceptance criteria of evaluation process. There was no harm or injury reported. It was reported that pre-evaluation/evaluation was unable to be completed due to an issue with the device's alternating current connection. No additional information regarding the issue is available at this time. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed. Additional findings not related to the malfunction/issue: the device serial number label needed replacement due to the original having the incorrect gtin/revision.

Manufacturer narrative:
The trilogy 100 ventilator was returned to a third-party service center and evaluation completed with the following findings: device evaluation confirmed there were no significant events in the error log. Evaluation of the alleged alternating current (ac) connection complaint revealed an ac connection issue was not confirmed; the device had simply been disconnected inside the unit. The device was reconnected inside the unit during evaluation which remedied the electrical issue. No parts were needed. Unrelated to the complaint, the rear case enclosure was noted to be damaged and was therefore replaced. The device passed all testing.